Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the instrument broke and a component disengaged into the pt. The surgeon performed a laparotomy and was able to remove the component and complete the procedure. The hosp has reported the pt's condition is satisfactory.